Manufacturer narrative:
T:slim user guide: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from the site (from your body) before tightening to avoid unintentional insulin delivery. Never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. Always remove all air bubbles when drawing insulin into the filling syringe. Always hold the pump with the white fill port pointed up when filling the cartridge. Always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 150 units of insulin during the load process. Tandem customer technical support (cts) reviewed the pump's load history, and verified that the customer accidentally tapped on the change cartridge, this lead to the pump prompting the customer to load a new cartridge and go through the load sequence again. Reportedly, the customer may have been connected to the tubing during one or more of the fill tubing events. The customer successfully loaded a new cartridge and resumed insulin delivery. Customer's blood glucose (bg) level was 32-34 mg/dl. Reportedly, the customer was in an automobile accident, the customer was admitted to the emergency room (ER), and received d-50.3 amps to address bg level. Customer was released from hospital on (B)(6) 2016. The customer's bg level upon release from the ER was 118 mg/dl, and customer was " feeling ok ". Cts performed a system check over the phone while customer was at the hospital and verified that the pump was working as intended. Tandem clinical diabetes specialist(cds) reported that the customer did not adequately know how to perform the load sequence on the pump, and in the past customer had disconnected their pump form the leur lock. Cds reviewed and clarified aspects of the cartridge fill/load process with the customer, and customer was very pleased. During follow-up, it was reported that the customer's bg level returned back to 100 mg/dl.